Event description:
Reportedly, valve explanted after 1 yr and 4 months due to aortic endocarditis and severe mitral regurgitation. No further info available.

Manufacturer narrative:
Device not returned.